Event description:
The pt reported that she woke up at 3am and noticed that her infusion set was leaking at the luer connection. At 6am she checked her blood glucose and it was 400 mg/dl. She changed the infusion set tubing and cartridge and administered 8 units of insulin. The pt reported that she had given herself several boluses the night before to reduce her blood glucose values, but was not successful. At the time of the call, the pt's blood glucose was 315 mg/dl and was beginning to reduce. She stated that she was feeling "crampy, experiencing severe stomach pains and was not sleeping well". No medical assistance was required and the product was requested to be returned.